Manufacturer narrative:
The device inspection performed by the arjo representative after the event did not allow to recreate the complained malfunction. The device was working as intended. The enterprise 5000x bed passed the functional test and the device was released for use. As per the arjo representative's assumptions, the control panel button may have been accidentally pressed when a person leaned over the side rail to attend the patient, resulting in movement of the bed. This is an assumption based on the similar historical claims raised by this customer, however this scenario cannot be confirmed. The instructions for use for enterprise 9000x bed (746-591-en rev. 12) includes the following information related to the subject of this investigation: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended bed movement in situations where objects may press against the patient's controls." "Function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." Arjo device failed to meet its performance specification since the bed moved unintended. The device was not used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of an unintended movement.

Event description:
Following the information provided the customer complained that the bed was going up and down on its own. No patient was involved, no injury was sustained.